Event description:
It was reported the pt's ipg is unable to communicate with his charger hence; the pt has been unable to recharge his ipg and as a result, he is not receiving stimulation. In the past the pt has allowed his ipg to fully discharge but he was able to recharge his ipg afterwards. Follow up info identified communication was unable to be established between the ipg nad external devices (charging system and pt programmer. The pt reports he underwent hip replacement surgery (B)(6) 2013 and has not used his scs system since then. The pt could not recall the last time he recharged his ipg. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.